Event description:
Procedure type: laparoscopic surgery. According to the reporter: pt having laparoscopic surgery, and when the trocar was withdrawn, the scrub tech noticed that the blue tip cover was missing. A search was immediately conducted and the tip was found intact inside the trocar sheath. No pt injury was reported.

Manufacturer narrative:
(B) (4). (B) (4). (B) (4).